Event description:
On (B)(6) 2011, sister reported condensation in the cartridge compartment of the infusion device. The insulin cartridge was removed from the infusion device, and the outside of the cartridge was "sticky'. Pt believed the cartridge leaked insulin. This concern has been ongoing since (B)(6) 2010. This happened with two boxes of cartridges, both from the same lot. Pt inserts the cartridge into the infusion device without properly attaching the adapter and tubing first. Pt dried the cartridge chamber with a q-tip and was advised to use backup infusion device for 24 hours. F/u was completed with sister on (B)(6) 2011. Pt continued to use primary infusion device. The condensation continued even while observing proper technique with the cartridge change. Sister advised pt would switch to backup infusion device on (B)(6) 2011. Three add'l attempts were made to f/u with pt, and these were unsuccessful. Insulin cartridge was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.